Manufacturer narrative:
.

Event description:
The hcp reported the pt's pump was explanted after 35 months implant duration due to the pt experiencing drug (dilaudid) side effects. The pt symptoms included "intolerable diaphoresis on multiple opioids". After the explantation surgery, the hcp reported the pt experienced drug withdrawal. The drug contained in the pt's pump was hydromorphone (1.25mg/ml) delivered at 0.06 mg/day. Add'l info has been requested, but was not available at the time of this report.